Manufacturer narrative:
(B)(4). D10. Tm acet shell 56mm cluster item# 00-6202-056-22 lot# 67050519. Trilogy bone scr 6.5x20 item# 00-6250-065-20 lot# 66481242. Trilogy bone scr 6.5x30 item# 00-6250-065-30 lot# j7728757. Xlpe 0 deg poly liner 56x36 item# 00-6305-056-36 lot# 66890239. Kinectiv modular neck j item# 00-7848-034-00 lot# 64553739. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had an initial right total hip arthroplasty. Subsequently, 38 days post implantation, was revised due to pain and dislocation. The shell, head, and neck were exchanged without complications. The stem remained implanted. Diligence is completed and no further information on the reported event has been provided.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The reported event could not be confirmed due to lack of product. No product was returned or pictures provided; a product evaluation could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.